Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the unit's d/c (direct current) port is missing the centre pin, found during bench repair. The issue was found during bench repair; therefore no patient or user impact.